Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead was undersensing resulting in inappropriate mode switches. No changes or interventions were reported. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.